Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced infection. Subsequently, the patient underwent a revision procedure, and this system was explanted. No additional adverse patient effects were reported.